Event description:
Pt.; undergoing left knee arthroscopy, acl primary repair with internal brace augmentation. During the acl repair suture, the tip of the multifire scorpion needle broke at one pass and got embedded deep into the acl. Efforts to remove was initiated with no success. Search discontinued as it could have destroyed the remaining native ligamentous tissue.